Manufacturer narrative:
(B)(4). The medtronic technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to swap the inspiratory module to determine if the inspiratory printed circuit board (pcb) needs to be replaced. Tse instructed the customer on how to run the short self test (sst). The customer reported that the device passed sst.

Event description:
It was reported that the 840 ventilator generates a severe occlusion alarm whenever the circuit is attached. There was no patient involvement.